Event description:
A surgeon reported a pt with an overcorrection in both eyes following an enhancement procedure. This report is for the left eye, the right eye is being reported under MFR report #: 1061857-2007-00232. This pt underwent initial prk surgery on the left eye on a sys manufactured by another co approx 8 mos prior to the enhancement. At approx 2 mos post-enhancement, this pt was not overcorrected, but undercorrected by +.25 diopter in the left eye. Bcva remained the same as pre-op, 20/20, and ucva improved from 20/30 to 20/25.

Manufacturer narrative:
The investigation, including root cause determination is in progress.